Event description:
A customer in the united states notified biomérieux of a false positive cefoxitin screen (oxsf) result for staphylococcus aureus when testing a patient isolate with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1321079203). Alternate testing via pbp2a obtained negative results. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint of a false positive cefoxitin screen (oxsf) result for staphylococcus aureus when testing a patient isolate with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1321079203). The customer submitted the strain for investigational testing and the identification was confirmed to be staphylococcus aureus. Investigational testing included testing the strain using reference methods as well as analyzing the strain using the customer's lot (1321079203) and a random lot (1321040103). ----reference test results:---- agar dilution (ad) oxacillin: mic = 0.5 mg/l (susceptible) cefoxitin disk diffusion: 24 mm (susceptible) pbp2a = negative ---- vitek® 2 ast-gp67 results---- customer's lot (1321079203) oxsf = negative oxacillin mic = 0.5 mg/l random lot (1321040103) oxsf = negative oxacillin mic <= 0.25 mg/l (susceptible) ----conclusions---- the customer's false positive cefoxitin screen results were not reproduced. The vitek® 2 ast-gp67 cards and reference method are in agreement for oxsf and the cards are performing as expected. Ast-gp67 lot # 1321079203 met final qc release criteria. The lot passed qc performance testing. A field service engineer (fse) was dispatched to this customer site, performed preventive maintenance (pm) and repaired a frayed and dirty pulley belt. A field application specialist (fas) also conducted a customer site visit and found only one potential issue, reporting the customer was not zeroing the densichek plus on a daily basis. Repeat testing after these site visits did not reproduce the discrepancy.